Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Event description:
Healthcare professional reported left side "suspected intracapsular rupture¿, ¿the caudal portion of the silicone is inhomogeneous and ribbon-shaped running structures in the caudal portion. Suspected intracapsular implant rupture", ¿swelling of the left chest¿, mm periprosthetic liquid accumulation¿ ¿heat an echo-poor band¿ ¿aspirate light yellow liquid¿, ¿microscopy excluding prosthetic fluid", ¿9 mm wide periprosthetic liquid lamb." And diagnosis chest left outside the prosthesis, prosthesis extravasate". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and silicone migration are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and seroma-late.

Event description:
Healthcare professional reported left side "suspected intracapsular rupture¿, ¿the caudal portion of the silicone is inhomogeneous and ribbon-shaped running structures in the caudal portion. Suspected intracapsular implant rupture", ¿swelling of the left chest¿, mm periprosthetic liquid accumulation¿ ¿heat an echo-poor band¿ ¿aspirate light yellow liquid¿, ¿microscopy excluding prosthetic fluid", ¿9 mm wide periprosthetic liquid lamb." And diagnosis chest left outside the prosthesis, prosthesis extravasate". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. Edema: unable to observe as it is not related to the manufacturing process. Silicone migration: not observed. Rupture: not observed. As per the investigation procedures, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "suspected intracapsular rupture¿, ¿the caudal portion of the silicone is inhomogeneous and ribbon-shaped running structures in the caudal portion. Suspected intracapsular implant rupture", ¿swelling of the left chest¿, mm periprosthetic liquid accumulation¿ ¿heat an echo-poor band¿ ¿aspirate light yellow liquid¿, ¿microscopy excluding prosthetic fluid", ¿9 mm wide periprosthetic liquid lamb." And diagnosis chest left outside the prosthesis, prosthesis extravasate". Healthcare additionally reported capsular contracture, baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare additionally reported reported capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.